Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) received a "display device resolution error" message and that the cns was no longer able to monitor patients. Nihon kohden technical support (nk ts) had the bme remove the fibernet (non-nk device) screen from the back of the cns tower and reboot the device. The cns came back up on just the "remote" screen on the cns. Nk ts advised that they could not use the hdmi port and that the screen needed to be replaced. They were provided with the nk part number for the replacement screen. They were also advised that they needed a screen that is compatible with 1920 x 1200 resolution, with dvi or vga output capability. No patient harm or injury was reported. Investigation summary: the root cause is determined to be a failed hdmi cable. A review of the serial number history shows no recurrence of the reported issue. Cns connection failure - this failure occurs because of loose display cable, defective display cable, failure of intermediate components such as a kvm switch, and incorrect connection. Reportable symptoms could include interference in recording physiological data from individual bedside monitors and/or telemetry received transmitters, waveforms not clearing from the screen, remote monitoring display not connecting, greyed out touchscreen options, inability to admit, discharge or transfer a patient from one system to the next. The issue is due to an incorrect cable for the device.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) received a "display device resolution error" message and that the monitor was no longer able to monitor patients. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) got a display device resolution error and that the monitor is no longer able to monitor patients. It kicked them out to the desktop. Apparently, this issue also occurred earlier today and his coworker "fixed it." Monitors bsms and tele. No other known devices monitoring these patients. Nihon kohden technical support (tech support) checked resolution, it is set to 1920 x 1200. This monitor setup has a noninteractive remote setup above the nurses station that is showing the same screen as the cns display. Tech support asked the biomed to locate the kvm, but they cannot seem to find it. They checked the connections on the back of the monitor and the cns tower and they all appeared to be tight. In discussing this setup with the biomed, it appeared that there was a kvm in this system that is not working correctly. According to them, they are in the sicu. Our records do not show a remote desktop in this location. The biomed described the cabling on the back of the central nurse's station (cns). The dvi cable goes to a tube that runs into the wall out of sight. On the back of the cns screen, the cable runs straight to the cns. This does not add up because the other screen powered down when we shut the unit down for troubleshooting. The biomed cannot figure out the cabling for this cns and was having issues conveying the set up information to tech support. The monitor at this station is a "fibernet" monitor, not a nk product. They eventually found that it used hdmi, and plugged into the hdmi port on the cns tower and the dvi was running up to the other "remote" screen through the black tube (lg - brand). Ts had the biomed remove the fibernet screen from the back of the cns tower and reboot. The cns came up on just the "remote" screen and the all beds screen display on the cns. Informed him that he cannot use the hdmi port and needs to order a replacement. Provided them the information: a/e000528 24" touch screen. If they cannot order one, tech support told them they need a screen compatible with 1920 x 1200 resolution and uses dvi or vga output. Resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) got a display device resolution error and that the monitor is no longer able to monitor patients. It kicked them out to the desktop. Apparently, this issue also occurred earlier today and his coworker "fixed it." Monitors bsms and tele. No other known devices monitoring these patients. Nihon kohden technical support (tech support) checked resolution, it is set to 1920 x 1200. This monitor setup has a noninteractive remote setup above the nurses station that is showing the same screen as the cns display. Tech support asked the biomed to locate the kvm, but they cannot seem to find it. They checked the connections on the back of the monitor and the cns tower and they all appeared to be tight. In discussing this setup with the biomed, it appeared that there was a kvm in this system that is not working correctly. According to them, they are in the sicu. Our records do not show a remote desktop in this location. The biomed described the cabling on the back of the central nurse's station (cns). The dvi cable goes to a tube that runs into the wall out of sight. On the back of the cns screen, the cable runs straight to the cns. This does not add up because the other screen powered down when we shut the unit down for troubleshooting. The biomed cannot figure out the cabling for this cns and was having issues conveying the set up information to tech support. The monitor at this station is a "fibernet" monitor, not a nk product. They eventually found that it used hdmi, and plugged into the hdmi port on the cns tower and the dvi was running up to the other "remote" screen through the black tube (lg - brand). Ts had the biomed remove the fibernet screen from the back of the cns tower and reboot. The cns came up on just the "remote" screen and the all beds screen display on the cns. Informed him that he cannot use the hdmi port and needs to order a replacement. Provided them the information: a/e000528 24" touch screen. If they cannot order one, tech support told them they need a screen compatible with 1920 x 1200 resolution and uses dvi or vga output. Resolved. No patient harm was reported.